Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough hc; guide catheter: hyperion,guidezilla. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo lesion in the mid right coronary artery that was 90% stenosed. After performing pre-dilatation with a non-abbott balloon catheter, a 3.0 x 33mm xience alpine stent delivery system (sds) was advanced but failed to cross due to the lesion. While the xience alpine sds was being removed from the anatomy, resistance was met with the tip of the guiding catheter. Once the sds was fully removed, the stent struts at the proximal part of the stent implant were noted to be flared. Another xience alpine was used to successfully complete the procedure with the support of a non-abbott catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.